Manufacturer narrative:
(B)(4): this is report 1 of 4 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). The potentially associated lots for this complaint are ( h10l15085, h10l07058). A batch review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress

Event description:
During a phone call for an unrelated alarm the patient reported that he had peritonitis. He stated the fluid in the tubing was "thick and cloudy like soap". No further information was available. Baxter contacted the peritoneal dialysis (pd) rn on (B)(6) 2011, to follow up on the reported peritonitis coincident with dianeal local (pd4) ambuflex. The nurse confirmed the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient went to the ER with abdominal pain. The patient was treated with vancomycin (unknown dose) ip. There was no exit site infection. She reported the possible cause of this incident of peritonitis was because the patient was constipated. The patient was retrained on aseptic technique. There was no allegation against any baxter device or solution. The peritonitis resolved. The patient continues pd therapy without incident. No further information was available.